Event description:
Patient presented to physician, who is not the implanting physician, with symptoms of neuropraxia of the tongue and chronic migraines five months post-implant procedure. Patient has previous history of migraine headaches but not to this severity since the implant procedure. Physician determined the patient may have permanent tongue weakness and prescribed nerve pain medication for the patient¿s migraine headaches. Physician added that additional intervention may have occurred with the patient undergoing speech therapy. Physician also noted that the patient had been previously prescribed sumatriptan and hydrocodone/oxycodone for the migraine headaches.